Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that two patients were burned from the use of the pulse oximeters. One patient was using the forehead sensor and the other patient was using the ear sensor. The customer did not know how often the sensors were moved.